Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.